Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling power supply was damaged, the grip assembly was worn, and the interior was dirty and rusty. This was attributed to normal wear. The consumable parts were replaced. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported frequently, during surgery, it is impossible to grip the k wire. For some reason, grip power suddenly drops. This is report 1 of 1 for complaint #(B)(4).